Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) died a couple of weeks ago which was confirmed by the manufacturer's representative (rep). According to the consumer "they were having a problem and should not be dealing with it because the product longevity was falsely told to them because the implant died in less than a year, "even though the website said the implant should last for two to four years. It was noted the consumer didn't run therapy at night but when they did use therapy it worked for them. According to the consumer the "tech" tried different settings and they didn' t know or ask why and were told by the "tech" because of the programming there wasn't much they could do. Lastly the consumer stated they had no control over how the device was programmed so the responsibility shouldn' t be put on them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) seeing the low battery symbol on the patient programmer (pp). The consumer called back and reported seeing the elective replacement indicator (eri) message even though they were implanted in (B)(6) of 2015 which the consumer was dissatisfied with since they were told by a previous rep. The device would last 2-5 years. There were no traumas or falls reported related to this issue. The rep. Called back on (B)(6) with the consumer's settings to run a battery calculation. Group one's settings were nine volts, 60 microseconds, and 20 hertz. Group two's settings were 7.2 volts and 450 microseconds. Group three's settings were 5.0 volts, 450 microseconds, and 20 hertz. It was noted the longevity was based on 700 ohms across all programs and 24-7 usage. Based off of these settings eri/low battery status seemed appropriate and was normal battery depletion with an estimate of 15 months of battery life although the rep. Didn't have group impedances, and this didn't factor in daily on/off usage in the initial estimate. The rep called back on september 16 with the consumer's settings for group e at 3.8 volts, pulse width of 320, rate of 60, with 558 ohms at eight hours. It was noted the consumer was on group g with three programs in (B)(6). It was reviewed with the rep. Different programming parameters would provide different longevity estimates, and that impedances along with group g therapy readings would be helpful. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.